Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified forearm shunt vessel. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.